Event description:
A report was received that the patient underwent a pocket revision due to the positioning of the ipg and charging difficulties. The physician relocated the pocket site and the patient is reportedly doing fine.

Event description:
A report was received that the patient underwent a pocket revision due to the positioning of the ipg and charging difficulties. The physician relocated the pocket site and the patient is reportedly doing fine.

Manufacturer narrative:
Additional information was received that following the pocket revision procedure, the patient continued to have difficulty charging the ipg. An additional revision has been recommended, however, the patient does not want to have any additional surgeries. No further course of action will take place. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.